Event description:
It was reported that this right atrial (ra) lead became dislodged and had a high capture threshold of 5v. Technical services (ts) was contacted and provided recommendations. Currently, the device remains in service. No adverse patient effects were reported.